Event description:
In 2002, pt was taken into the o.r. For a scheduled parathyroidectomy. Pt was prepped and draped in usual sterile fashion. Pt was placed under monitored anesthesia care (mac), with local anesthesia infiltrated to lower cervical midline. The incision was made in the skin with a #15 blade and dissection carried down through the plastysma muscle using electrocautery. A short time later, arching with the electrocautery apparatus occurred with a visible flame traveling acutely and abruptly underneath the drapes. A fire developed, and the operation was immediately terminated and the drapes quickly removed from the pt. Immediate evaluation of the pt's burns began shortly thereafter. On intiial assessment in the o.r., the pt appeared to have sustained first and second degree burns in the distribution of the face mask, with blistering on both cheeks, tip of the nose and lips.